Manufacturer narrative:
Alleged failure: symptom : we have never outsourced the repair of the 1788 camera head, but error messages related to outsourced repair keep appearing. Additionally, during surgery, the monitor screen experienced left-right inversion. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: a short in the cable is the cause of this issue. The cable has been upgraded to contain this issue in the future. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was inverted image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was inverted image.

Manufacturer narrative:
Three attempts have been made to retrieve the device for evaluation, and it is yet to be received in-house. No further attempts to retrieve the device are required. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: error messages. Probable root cause: ccu software failure, usb port, usb cable, device control, fpga fan, temperature sensors, main board, prism. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was inverted image.